Event description:
On (B)(6) 2012 the reporter contacted the animas corporation and claimed that the keypad buttons were sticking. There is no further information available about this complaint. Animas has made multiple attempts to contact the reporter without success. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok keypad button was intermittently responsive. All other keypad buttons responded to button presses as expected. There was evidence of contamination found under the keypad contacts. Unrelated to the complaint, evaluation revealed a faded/ discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.